Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that there were multiple cuts in the cable which caused water leakage. The front packing, one groove of the coupler and the coupler stopper were found deformed. The scope could not be fixed properly due to the groove coupler deformation. There were scratches found on the zoom and focus rings as well as the serial number plate. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd 3cmos camera head had e216 and e226 scope communication errors. It was also noted that no display was visible in the monitor other than a rgb color bar. The issue was found during inspection and there was no patient involved. The device was removed, re-fixed and the connecting end was cleaned which did not resolve the error. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the e226 scope communication error reportable malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the reported phenomenon was not reproduced. It was noted that e226 error occurs when an abnormality occurs in the communication between the endoscope and the processor. Therefore, it was determined that e226 error occurred temporarily due to cuts on the cable sheath causing the water to enter inside the device temporarily, resulting in communication failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.